Manufacturer narrative:
Insulin passed the sleep current measurement, active current measurement and displacement test. The device received pump error 25 due to non-sleep anomaly software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
It was reported that the customer received repeated pump error 25 alarms. The customer replaced the batteries but the error recurred. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.